Event description:
It was reported that during a system revision due to ongoing high impedances on the right atrial (ra) lead, the right ventricular (rv) lead was also surgically capped and replaced due to new reports of high pacing impedances and high thresholds. A new system was implanted successfully. No additional adverse patient effects were reported.